Manufacturer narrative:
The customer did not share the product info on the medwatch that was submitted to FDA. Vygon has made several attempts to attain more info from the customer, with very little success. The vygon sales rep was able to take a photo of the PICC in question at the facility, but we were not able to determine the type PICC used with an level of certainty. Vygon will continue to contact the customer for add'l info. Vygon will begin a complaint investigation when we can accurately determine the product used in this incident.

Event description:
While changing PICC dressing, line noted to be leaking where hub connects to catheter. PICC line has been placed at another facility. PICC line intact upon removal.